Manufacturer narrative:
(B)(4). Section g4: the rd900alu neopuff infant resuscitator is not sold in the united states of america (USA) but instead a similar product, rd900aeu neopuff infant resuscitator is sold in the USA. Therefore, the 510(k) number for rd900aeu is k971695. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in italy reported via a fisher and paykel healthcare (f&p) field representative that the gas outlet port of a rd900alu neopuff infant resuscitator is broken. There was no reported patient consequence.